Event description:
Heartmate 3 lvad presents with symptomatic anemia and melena. Hemoglobin dropped from 13.4 to 5.5 over the course of 2 weeks in the setting of coumadin and aspirin 162 mg daily; inr 2.5 on admission. Five units of blood were transfused over the hospitalization. Endoscopic evaluation included egd and colonoscopy which revealed: a single focal area of active bleeding with no identifiable underlying lesion in the duodenal bulb. The area in the duodenal bulb was first injected with epinephrine for hemostasis with subotpimal effect, then requiring placement of two hemostatic clips with success; colonoscopy was incomplete due to suboptimal prep. Heparin to coumadin was completed prior to discharge. Aspirin was stopped at this time.